Event description:
International customer reported that the needle failed to release from the suture as anticipated. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Control release failure. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.